Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). B. Braun has identified a sporadic occurrence of potentially false down and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat®infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in the following serial numbers of pumps may deviate from their technical specification. Field corrective action fcsa-2023-08-14 has been issued by the supplier (b.braun melsungen) to address this event. Reference FDA recall number res# (B)(4).

Event description:
As reported by the user facility: downstream occlusion errors, only getting 0.7 on stage 9 testing.